Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment intact. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed, no evidence of moisture or loose components inside pump. The black box and bolus history show no 5.05 bolus on (B)(6) 2014 at lunch time. No other alarms present in bb at that time. Performed a 5.05u manual bolus on (B)(6) 2014 at 2:28. Reviewed "alarm history", bolus is present.